Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, the surgeon was able to press the green button but when they tried to fire on the artery, it did not go through and they could not squeeze the handle.